Event description:
Factory analysis of the motor controller pcb board revealed a capacitor failure which caused a 12v and 35v signal failure. The failure as noted may result in vent inop of the device during normal ventilation operation. If the noted failure were to occur during device normal ventilation operation, a vent inoperative condition may occur. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. If in use, the patient must be placed on another means of ventilatory support.